Event description:
On (B)(6) 2025, the user's caregiver reported that an ilet touchscreen cracked after the user accidentally struck a door frame, resulting in a nonresponsive display and inability to operate the device. Outcomes included a replacement device shipment and instructions to shut down the device, sync data to the mobile app, and return the damaged unit. No blood glucose impact or injury were reported. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.